Manufacturer narrative:
The investigation is ongoing. Remains implanted in patient.

Event description:
As reported by edwards field clinical specialist, approximately 3 years and 11 months post implant of a sapien 3 valve in the pulmonic position, a sapien 3 ultra valve was implanted due to stenosis.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions and h10 to reflect product investigation. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The IFU in this section is for tf (transfemoral) procedure in the native aortic position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. Potential adverse events include valve stenosis. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradient was confirmed based on medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in pulmonic position within pre-existing thv for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical bioprosthetic aortic or mitral valve replacement only. So, it was off-label operation. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, approximately 3 years and 11 months post implant of a sapien 3 valve in the pulmonic position, patient had pv (pulmonic valve) mean gradient 32mmhg. It was noted that 'the failure for the need for the 2nd valve was due to stenosis'. In this case, an increase in pressure gradients across the valve may also result from the stenosis due to narrowing or constriction of effective valve diameter. In this case, available information suggests that patient factors (stenosis) may have contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
A supplemental MDR is being submitted based on received and reviewed medical records. The following sections of this report have been updated: section b5 (describe event or problem), and b7 (other relevant history).

Event description:
Upon review of medical records, the patient presented with exercise intolerance, declining ventricular function, mixed obstruction/regurgitation. A pre-procedure echo (tte) revealed bioprosthetic pulmonic valve with moderate pulmonary insufficiency with a mean gradient of 32mmhg. A 26 sapien 3 ultra valve was successfully implanted in the pulmonic position via right femoral vein approach. The implant was a success with no regurgitation. No procedural complications or edwards's device malfunctions were listed. An echo (tte) one day post procedure revealed mild stenosis of pulmonary prosthesis with no pulmonic regurgitation and mean gradient of 15.5mmhg.